Event description:
It was reported the pt presented with infection of the knee. Implants removed, cement spacer with antibiotics inserted.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.